Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/s2 spinal th erapy for an indication of lumbar canal stenosis (lcs). It was reported that there was s2screw misalignment. The screw was inserted according to the plan using the mazor system and postoperative CT confirmed that the s2 screw was inserted along the sacroiliac joint, with the screw threads protruding into the pelvis. The patient presented neurological symptoms and the attending physician's opinion is that the patient's postoperative neurological symptoms are likely due to the deviation of the l5 screw which was inserted freehand because the mazor system could not be used. There was a delay of less than 60 mins reported in overall procedure time. There was extension of existing hospitalization as a result of the event and the patient was scheduled for repeat surgery on (B)(6) 2025 for screw replacement. There were no further complications reported regarding the event.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. B2. Additional surgery scheduled. G2: the country of the event is japan. Radiographic image review: the axial CT shows sacral screw threads present into the si joint space bilaterally. Axial CT of different slice shows left si joint with distal screw threads on it. Also, some isolation of right si joint in cortical imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5, d4, d6b, h4, h6, h11 d4: it was not possible to determine which of the reported screws - product ID 25740018570, or product ID - 25740018560 was failed in the event. Therefore, all potentially affected screws are being reported. Radiographic image review: the axial CT shows sacral screw threads present into the si joint space bilaterally. Axial CT of different slice shows left si joint with distal screw threads on it. Also, some isolation of right si joint in cortical imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. The patient was having pps spinal therapy. The revision surgery was performed successfully on (B)(6) 2025 and the direction of s2 and l5 screws was changed and replaced with new ones in additional surgery.

Manufacturer narrative:
Additional information: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. Surgery was performed for lcs without l5 radicular symptoms. Screw was inserted using mazor and the screw deviated into the spinal canal and radicular symptoms occurred. Re-operation occurred and it was re-inserted by freehand. There were no further complications reported regarding the event.